Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Litigation alleges that patient has experienced significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in blood stream, conscious pain and suffering, and loss of earnings. Update ad 29 may 2018 receipt of ppf and medical record. Pinnacle ppf alleges abductor muscle repair, infecton, elevated metal ions, metal wear and metallosis. After review of medical record for MDR reportability, patient was revised to address failed total hip arthroplasty, right, with extensive metallosis and disruption of osteolytic process with partial necrosis of abductors and greater trochanter. On (B)(6) 2013, upon incising the fascia, copious amount of black stained fluid from metal wear was noted. The posterior repair was completely compromised as expected, but surprisingly, there was a black debris and bursitis over the trochanter on inspection. In addition, the abductors have been compromised by the metal wear process with necrotic tissue present and upon exposing the hip for dislocation, a mild corrosion was observed. After the final head was placed on the clean dry trunnion and impacted, hip was relocated. Attention was directed to the abductors, in preparing the trochanteric bed exposed bone and there was black debris necrotic bone present. Also, a hematoma that was felt to be infected, but then it was ruled out after surgery. Reported all products due to ppf alleged infection, dob, law firm, age and manufacture date were also added. After first revision ppf alleges abductor muscle repair and elevated metal ions, however, it is not confirmed whether depuy products were involved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6(device ocde) product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (recapturing of codes), g4 (PMA). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.